Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that 6 months prior, the patient experienced worsening incontinence as the artificial urinary sphincter was not performing the full function due to a mechanical issue. A fluid leak was suspected as the device would not inflate. A surgical procedure was performed to remove and replace all the components. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that 6 months prior, the patient experienced worsening incontinence as the artificial urinary sphincter was not performing the full function due to a mechanical issue. A fluid leak was suspected as the device would not inflate. Records indicate that the device remains in service. No further patient complications were reported.